Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the thumb ring hypotube was broken at the proximal end. The steel, zytel stop washers and the proximal end of the thumb ring hypotube were not present. Residues were found on the device which indicate used and handling. In addition, the pull wire was broken from the distal end of the hypotube and the bristled portion of the brush was not present during evaluation. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2016-03053 addresses the rx cytology brush and manufacturer report # 3005099803-2016-03056 addresses the dreamtome rx44. It was reported to boston scientific corporation that a dreamtome and rx cytology brush were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the dreamtome rx 44 was inserted and successfully exited the endoscope, they bowed the device once; however, when they unbowed it, the tome would not straighten and would not completely go back to its original position. They removed the tome and examined it outside the scope and found that the catheter was kinked right underneath the cutwire, thus it would not straighten out. A second dreamtome rx 44 was then used. They backloaded the guidewire and went up in the duct. The technician attempted to extend the brush out of the sheath; however, resistance was encountered. The wire inside the plastic sheath broke due to this event. The procedure was completed with the second dreamtome rx 44 and a second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2016-03053 addresses the rx cytology brush and manufacturer report # 3005099803-2016-03056 addresses the dreamtome rx44. It was reported to boston scientific corporation that a dreamtome¿ and rx cytology brush were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the dreamtome¿ rx 44 was inserted and successfully exited the endoscope, they bowed the device once; however, when they unbowed it, the tome would not straighten and would not completely go back to its original position. They removed the tome and examined it outside the scope and found that the catheter was kinked right underneath the cutwire, thus it would not straighten out. A second dreamtome¿ rx 44 was then used. They backloaded the guidewire and went up in the duct. The technician attempted to extend the brush out of the sheath; however, resistance was encountered. The wire inside the plastic sheath broke due to this event. The procedure was completed with the second dreamtome¿ rx 44 and a second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.